Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, architect hiv ag/ab combo, list number 2p36. Further investigation of the issue included a review of the complaint text, a search for similar complaints and a review of labeling. Since the lot number was unknown a lot search could not be performed. Additionally, since the issue is not related to reagent performance of the product, no file kit testing was performed. Tracking and trending report review for the architect hiv ag/ab combo assay determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect hiv ag/ab assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect (B)(6)combo, list (B)(4), that has a similar product distributed in the us, architect (B)(6) combo, list number (B)(4).

Event description:
The customer reported they accidentally splashed the architect (B)(6) control and potentially came in oral contact with the material. A blood collection was taken and no further treatment was provided. No further patient information was provided.